Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120. Device arrived with scratched lens. Event log revealed no evidence of volume matrix 9% over. When evaluation and testing was done to duplicate complaint, the device did not verify the event and no fault found with device and unknown the cause of this event. Device passed all evaluation and testing. File completed, any new information will be sent in a supplemental report.

Event description:
Information received a smith medical cadd®-solis vip ambulatory infusion pump, failed volume matrix test by 9% over. Event during testing and no patient involvement.